Event description:
It was reported that the recorder could not be interrogated despite repositioning or changing position of the programmer head. The last time the patient was in it took thirty minutes to interrogate the recorder. The recorder remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.